Event description:
It was reported on (B)(6), 2009 that patient was unable to walk. Patient had been able to walk with a walker before the surgery but now patient will fall. Patient had had good therapy with no shaking. The patient did not respond for the first two weeks after surgery and since then they are concerned about his progress. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).